Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump was dead and not turning on. Customer stated that display was blank. The blood glucose level was at 22.2 mmol/l the time of incident. Customer states the display was not blank less than 30 seconds. Customer states the contacts on the battery cap were neither missing nor damaged. Customer states battery compartment was neither damaged nor corroded. Display did not return after pump restart. The insulin pump will not be returned for analysis.